Manufacturer narrative:
Our field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced control printed circuit board (pcb) replacement. The device was returned to clinical use. The device's logs and claimed parts were not provided for further analysis. O2 sensor test calibrates and checks the o2 sensor at 21% o2 and 100% o2. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. In case of gas delivery error one of the recommended action is to replace nozzle units. Too high o2 concentration delivered to the patient may lead to insufficient ventilation. Control pcb contains electronics (including microprocessor) and is responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The breathing software is stored on control pcb and expiratory channel pcb. The breathing software is executed by microprocessors on control pcb and expiratory channel pcb. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to control pcb. Event site telephone:(B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check and generated an alarm indicating high o2 concentration during simulated lung test. There was no patient involvement. Manufacturer's ref. #: (B)(4).